Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4) is unable to power on the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that " the fully charged autopulse li-ion battery (sn: (B)(6) is unable to power on the autopulse platform" was not confirmed during the archive review or functional testing. The battery functioned as intended. Upon visual inspection, no physical damage was observed. The status leds of the battery illuminated four steady green lights. The autopulse li-ion battery successfully charges in a known good autopulse multi-chemistry battery charger. The status leds on the battery showed four steady green lights. The battery was also tested in a large resuscitation text fixture with compression for about to 34 minutes without errors. The archive review shows on may 13, 2022, unrelated to the reported complaint, the battery recorded 2 front-side-bus errors during the charging. A possible cause for this is due to a communication error between the battery's sm bus and the main processor. This is a temporary error and was recovered after it was inserted again into the mcc on may 13, 2022. Review of the battery archive did not show any errors or anomalies related to the reported complaint of not powering up the autopulse platform. The battery was last charged successfully on may 13, 2022 and was last used/inserted in the autopulse may 14, 2022 without errors.